Manufacturer narrative:
It was unknown if the patient was hospitalized for the events. On the same day as the event onset, the patient started treatment with ceftazidime (dose, route and frequency not reported) and gentamicin (dose, route and frequency not reported) for peritonitis. Five days later, ceftazidime and gentamicin were discontinued as they were not effective. That same day, the patient's catheter was replaced. Also that same day, a new unspecified antibiotic (dose, route and frequency not reported) therapy was started as treatment for peritonitis. The following day, the patient started hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime and gentamicin (dose, route and frequency not reported) for five days. On the same day the patient's catheter was replaced and a new unspecified antibiotic was prescribed. The following day the patient was started on hemodialysis therapy. The patient was reported to have recovered from the event nine days after onset. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the same day as onset, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient was treated with intraperitoneal (ip) ceftazidime (1 gram per day) and ip gentamicin (40 milligram per day) for peritonitis,(dose and route previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.